Event description:
During implant procedure, crosstalk was observed on the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and diagnostic imaging inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of crosstalk could not be confirmed.